Event description:
--

Event description:
Boston scientific crm received information that this device and lead system were exhibiting loss of capture and pacing inhibition. The local representative reported that the right ventricular (rv) pacing threshold test was normal and was planning to e-mail episodes for review by technical services. The episodes occurred while the patient was in the bathroom. The patient had been admitted to the hospital due to syncope. Technical services discussed the possibility of diaphragmatic oversensing as the root cause of the pacing inhibition. The printouts were received and technical services observed that the left ventricular (lv) lead did not appear to be capturing. However, that did not explain why there was no qrs complexes on telemetry since timing is done off the rv channel. Additional printouts were received and review of the electrograms found crosstalk on the rv channel (with the rv sensitivity programmed to most) following an atrial paced event. This resulted in pacing inhibition as reported. Technical services suggested that the right atrial (ra) output could be decreased and the rv sensitivity reprogrammed to least.

Manufacturer narrative:
The available information suggests that this device and lead system remains in-service. The event will be reopened if additional information is received and/or products are returned for analysis.

Manufacturer narrative:
Subsequently, boston scientific received information from an implant form that this device was explanted and replaced in (B)(6) 2012. The device was received at boston scientific's return products department and is currently undergoing laboratory analysis.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was put through and passed a series of automated diagnostic tests that verified device functionality commensurate with battery status. Device analysis confirmed that the device was capable of delivering pacing and defibrillation therapies. It was concluded that this device performed normally throughout laboratory testing.